Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
It was reported that the removal attempt of the sensor was unsuccessful on (B)(6) 2026. The next removal attempt will be made at a future date and as of yet, it has not been scheduled.